Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible atrial lead oversensing of far-field r-wave. Additionally, it was noted that there was a high threshold alert observed for the right ventricular (rv) lead, of which is consistent with historical values. The atrial lead and rv lead remain in use. No patient complications have been reported as a result of this event.